Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the supplemental MDR, clarified information was provided on 07/03/2025. This information is to tell the full event details and will overwrite the initial MDR in section b5 describe event or problem. On 06/17/2025 at approximately 6:30 am, the estimated glucose value (egv) was 45 mg/dl. Shortly after, the patient lost consciousness. Her brother found her unresponsive, though the exact time she regained consciousness was not specified. Emergency services were contacted, and the patient was transported to the emergency department (ed). She remained unconscious for approximately six hours. Upon arrival at the hospital, a fingerstick blood glucose (bgfs) reading was 30 mg/dl, described as ¿off,¿ though no comparison to cgm readings was documented. The specific medical intervention administered was not recorded. During a call with technical support, the patient reported feeling shaky, experiencing tingling lips, and having difficulty focusing while still in the ed. The call was disconnected, and despite due diligence, technical support was unable to re-establish contact. The patient did not provide further details regarding treatment or hospitalization. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient reported a hospitalization event that occurred while she was wearing her dexcom cgm on her arm for a 7-day wear period. On (B)(6) 2025, at approximately 6:30 am, the patient lost consciousness in her living room. She was reportedly unconscious for approximately six hours and is unable to recall the events during that time. Although the complaint includes concerns about the potential inaccuracy of the dexcom device, no data regarding the receiver (including egv readings, alerts, or alarms) was provided in the report. Upon regaining consciousness, the patient found her brother present. He had discovered her unconscious and had moved her to a recliner. The patient did not provide any information regarding treatment administered during the period of unconsciousness. At approximately 12:30 pm, still feeling unwell, the patient instructed her brother to call for emergency medical services. She was transported to the emergency department. There is no documentation regarding the behavior of the receiver during this time, nor any mention of whether a blood glucose (bg) check was performed or if any symptoms were treated. The technical support (ts) representative was unable to obtain further details, as the patient had to end the call. At the time, she was at the hospital, waiting to be assessed by a healthcare provider. She reported ongoing symptoms of dizziness and shakiness. Attempts to follow up with the patient for additional information were unsuccessful. At unspecified time, it was documented that the cgm was 45 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.